Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the system was connected, it was confirmed that there was no dripping of water even though priming was performed.

Manufacturer narrative:
The catheter met the requirements for patency and leak testing. Therefore, the nature of the complaint could not be replicated by laboratory personnel. Approximately 2.2 inches of the catheter was returned. The catheter was connected to the valve, part number 46837, with a suture. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.